Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, e2015055. Four (4) events were reported for this quarter. Four (4) devices were received for evaluation. Four (4) events were confirmed during testing. One (1) device was found to be affected by debris. Three (3) devices were found to be affected by a corrosion. Four (4) devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.